Event description:
Return paperwork reported that the patient expired. The cause of death was unk at the time of this report. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
Results: final device evaluation of the implantable neurostimulator concluded that it contained no anomalies. Device evaluation of the lead extension revealed no significant anomalies despite the extension being cut through (suspected explant damage).